Event description:
A medtronic representative reported that during a cranial resection procedure, the system became unresponsive within the software. The system had been in use for a few hours prior to becoming unresponsive. The medtronic representative attempted to exit the software but was unable to relaunch the application and needed to perform a hard reboot. After the reboot, the system functioned without issue. There was a 10 minute delay and the surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware and software passed the system checkout. The system performed as intended and the reported event could not be duplicated by medtronic personnel. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.